Event description:
It was reported by service report that the bed had no electrical functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power supply board.